Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: they plugged it in it started sparking the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the detachment of the suction tube to the suction shaft causing a leak internally, which creates a short. Inadequate gluing operation on the suction tube.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.